Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient needing a tubing length adjustment the patient had his inflatable penile prosthesis (ipp) revised. Only an accessory kit was used and no components were removed from the patient. It was further reported the device size was correct for patient, but the physician found a tubing tear between the cylinder and pump, so he replaced the torn tubing with new tubing. The patient experienced fluid loss due to this tear with his device. This occurred two weeks ahead of this surgery and the patient got well after this surgery.